Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within specification and passed displacement test and a21 error test. No unexpected low battery alarm anomalies. No unexpected a21 alarm anomalies noted. Device received with cracked reservoir tube lip cracked battery tube threads and cracked case from display window corner. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display after several battery change. Contacts on the battery cap was okay. Customer was advised to insert new battery, clean the battery compartment and then reinsert the battery however, the display did not returned. Customer reported that the insulin pump had unexpected restart. Customer mentioned low battery alert. Customer¿s blood glucose level was 420 mg/dl, at the time of incidence. The insulin pump will be returned for analysis.